Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 600 mg/dl. Elevated blood glucose was addressed with a manual insulin injection. System check with tandem technical support was unable to be completed at time of call. Upon follow up, customer reported they had reverted to an alternate method of insulin therapy.